Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the calcified and tortuous right coronary artery (rca). The unspecified size ion stent delivery system was advanced to the rca however it would not cross the lesion. Upon removal of the device it was noted that the proximal end of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).